Event description:
The becton dickinson 24 gauge IV catheters, MFR# (B)(4), was leaking on several occasions - at times from the site, and other times from the hub, about 2 days after insertion. The leaking resulted in restarting IV sites on several pediatric patients. At first the lot was changed - but when the catheters continued to leak - we removed the entire stock of 24 gauge IV start catheters from the facility.